Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient expired in 2007, due to endocarditis after in implant duration of approximately 3 months. The specific date of the patient's demise is unknown. The type and source of the infection is unknown.